Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty establishing telemetry with the device. The clinician reported that the device was implanted rather deep in adipose tissue of the patient. The clinician tried multiple positions and two different programmers. Surface electrodes established that pacemaker was functioning properly and responded to the magnet. Telemetry was established with the device when the device was manipulated in the pocket. The device remains in use. No patient complications have been reported as a result of this event.